Event description:
It was reported that a large volume infusor leaked from the fill port. The issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). H4: lot manufacture date: december 16, 2022 - december 19, 2022. H10: the actual device was received for evaluation. A visual inspection was performed with the naked eye which noted a segment of the tubing was damaged; indentation marks on the tubing. Functional testing was performed which revealed no evidence of a leak from the fill port, however, a leak was observed from the damaged area on the tubing. Therefore, the reported condition of leak at fill port was not verified, however, a leak from the damaged area of the tubing was verified. The cause of the condition due to the flow wrap sealer equipment during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.